Manufacturer narrative:
Device evaluation: visual inspection of the returned plate revealed no external damage to the unit. Per reported failure functional testing was not applicable. The images provided did not show evidence of proximal femoral fracture as described in the complaint. No failure mode can be confirmed as the plate functioned as intended and meets the specifications. Device records review: review of the device history records indicated that the returned product was visually inspected and functionally tested prior to release.

Event description:
No additional information was received.

Manufacturer narrative:
Investigation in progress. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that one week after explant of the plate, following successful lengthening and mature regenerate bone, the patient experienced a fracture of the right femur that possibly originating from a former plate screw site on the proximal bone segment. However, no issues with the plate were noted. The patient was successfully casted and the cast has been subsequently removed, with the patient walking without assistance. No additional information is available.